Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, a perforation occurred resulting in pericardial effusion and endocarditis. The lead was explanted and replaced two days post implant. No further patient complications have been reported as a result of this event.